Manufacturer narrative:
Mar. 28, 2016 11:44 am (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Mar. 01, 2016 04:52 pm (gmt-5:00) added by (B)(6): the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was damaged and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Mar. 01, 2016 03:49 pm (gmt-5:00) added by (B)(6): customer opened the product and said that the tip of vh 4000 cannulae was damaged and they couldn't use it. They opened another to complete their vein harvesting

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulation was peeled away from the cold jaw support and that there was no damage to the cannula. Based on the returned condition of the device the complaint was analyzed for the failure mode ¿insulation -peeled¿. The confirmed failure mode has been investigated in our fir system. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was damaged and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). Customer opened the product and said that the tip of (B)(4) cannulae was damaged and they couldn't use it. They opened another to complete their vein harvesting